Event description:
Customer reported system freezes-up. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and reseated the circuit card. System operates as intended.